Event description:
The account stated that the head up function causes the foot section to articulate while the head stays down. No error codes.

Manufacturer narrative:
The tech isolated the issue to the head up valve. He replaced the head up valve to repair the bed.